Manufacturer narrative:
The device has been received. Investigation is not complete. The device history was downloaded at the service center. The device history indicated that the device continued to be in use after the reported date. All data from the reported event date of (B)(6) 2013 was overwritten by the newer info. This report represents all the info known by the reported upon query by hospira personnel

Event description:
The customer contact reported a delay in therapy following an alarm condition. The device was programmed to deliver an unspecified concentration of norepinephrine. No specific programming parameters were provided. After an unspecified length of time, it was reported the device has an unspecified audible malfunction alarm and the delivery stopped. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reports of any adverse patient effects. No medical interventions were required. Though requested, no add'l info was provided.